Event description:
Patient reported a left side deflation. Healthcare professional reported a deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d6b, h6.

Event description:
Healthcare professional later reported a left side deflation.

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 17-jun-2024. Clarification to h10 related report numbers: information contained in this report was previously submitted via emdr manufacturer report number 9617229-2024-16518. All information has been consolidated into this report. Additional, changed, and/or corrected data: b1, b3, b5, h6, h10, h11.

Event description:
Patient reported a left side deflation. Healthcare professional confirmed left side deflation. Device has been explanted.

Event description:
Patient reported a left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.